Event description:
During an atrial fibrillation procedure, the volt catheter was inserted into the agilis 13f sheath and when attempting to aspirate, only air was aspirated. The sheath was replaced but the same issue occurred. The catheter was replaced but the issue could not be resolved. The procedure was completed with an advisor hd grid mapping catheter and a tacticath se ablation catheter. There were no adverse patient consequences.